Manufacturer narrative:
Batch review performed on 25 june 2020: lot 175245: (B)(4) items manufactured and released on 29-dec-2017. Expiration date: 2022-12-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional items involved in the event, batch review performed on 25 june 2020: gmk-sphere 02.12.t3i4l tibial tray fixed cemented size t3-i4 l (k121416) lot. 156295 lot 156295: (B)(4) items manufactured and released on 24-mar-2016. Expiration date: 2021-01-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting instability due to laxity. The surgeon revised the 14mm poly with a 17mm poly and revised the tibial tray 1 year and 1 month after primary. The surgery was completed successfully.